Event description:
Per the clinic, the patient experienced a performance decrement with device use subsequent to sustaining a head trauma on (B)(6) 2014.the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed january 14, 2015.